Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high capture threshold measurements and loss of capture (loc) for its left ventricular (lv) lead during the implant procedure. During testing, the patient experienced asystole when only lv pacing was set. The patient was stated to had a very sick heart which might have impacted what was observed. Technical services (ts) was consulted and discussed the procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.